Manufacturer narrative:
Results - based upon evaluation of returned sample; based upon evaluation of reserve samples. Conclusions - based upon evaluation of returned sample; based upon evaluation of reserve samples. Initial visual examination of the returned samples revealed that the catheters had actually been broken into 2 pieces more than 50-cm from hub. In addition, the catheters had several areas that had been damaged and/or kinked during use. Although the cause cannot be definitively determined, the description of the event and appearance of the involved samples are consistent with damage to the catheter due to improper use (such as advancing and/or withdrawing the device against resistance). Such manipulation would cause the observed damaged areas, which would then make the catheters vulnerable to being torn in half due to an axial force being applied against resistance. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an event in the warnings / precautions section of the instruction-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that two angiographic catheters had "cracked at the hub" while attempting re-entry of an occluded femoral artery. Examination of the returned samples revealed that the catheters had actually been broken into 2 pieces more than 50-cm from hub. Although requested, add'l info has not been made available from the user facility.